Event description:
The dental implant fx3608swc was removed on (B)(6) 2017 due to insufficient primary stability on the date of implantation. The patient has no significant medical history. The patient has recovered without complications.